Manufacturer narrative:
This report is being supplemented to provide additional information based on the results from third-party testing, the device evaluation, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Colony forming unit (cfu): 3 cfu. Bacterial identification: micrococcaceae. Sampling from: distal end. Colony forming unit (cfu): 14 cfu. Bacterial identification: bacillaceae. The returned device was evaluated and the following defects were noted during the evaluation: water leakage from the control unit, the light guide rod lens was cracked, the control unit was corroded, the channel mount was damaged, the suction cylinder was sratched, the universal cord was buckled, the scope connector cover was damaged, the pipe protecting the forceps elevator wire was torn, the angulation was out of specification, and the switch contact malfunctioned. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Hold for kh 11/30 the customer reported to olympus that during routine microbiological testing, the evis exera duodenovideoscope tested positive for >1112 colony forming units (cfus)/100 ml of pseudomonas mosseii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.